Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-sep-2018 with the following findings: during investigation, there was evidence of moisture observed in the battery canister. A leak test failed due to a battery compartment leak. The pump powered up to a fully clear and illuminated display screen. The pump¿s cover was removed and there was no moisture found to the printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.